Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited pacing inhibition greater than 2 seconds. The patient was brought to the hospital and reprogramming efforts were performed. At this time the ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited pacing inhibition greater than 2 seconds. The patient was brought to the hospital and reprogramming efforts were performed. A revision procedure was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe the event or problem field d6b: explant date h6: impact codes additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited pacing inhibition greater than 2 seconds. The patient was brought to the hospital and reprogramming efforts were performed. A revision procedure was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.